Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
In the initial report, the event date was submitted as 12/27/2017. However, the event date is unknown. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.6 cm on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the etiology of the white material observed inside the device. The DHR was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor siltex round moderate profile 225cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
During product analysis, mentor discovered that the lot number of the returned device was not the same as what was originally reported. On 6/28/2018, clarification was received, indicating that the correct lot number of the device was 6507737. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).